Manufacturer narrative:
Turnpike smooth was returned for evaluation. A manufacturing record review was completed and no related non-conformances were found therefore, supporting the device met material, assembly and performance specifications. The entire distal tip of the turnpike was separated. The separation point was twisted, and the coils were broken. This damage is consistent with over torquing the device. The turnpike IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury."

Event description:
The distal part of the tip of the catheter "broke off" while the cardiologist was in the middle of pci of the circumflex artery. The vessel size was 3.5mm of the circumflex artery and the artery was moderately tortuous. The patient was highly calcified and 99% occluded. Physician indicates he torqued both counter clockwise and clockwise about 10x consecutively each direction at a time. The physician was not able to retrieve the tip at that time, so physician chose to place a stent in the lesion, and the tip was pinned against the wall of the vessel by that stent.